Manufacturer narrative:
A beckman coulter fse (field service engineer) assisted the customer with troubleshooting over the phone. The customer stated that the sample probe was making a clicking sound at the wash well and the fse instructed the customer to change the probe. The customer replaced the probe, recalibrated iron, ran qc (quality control), repeated the sample, and recovered consistent results. The customer also performed a precision run and obtained results which were within specifications. The customer indicated that the previous probe tip was slightly flattened and that the probe was slightly bent causing the clicking noise. The customer replaced the probe to resolve the issue and no further clicking noise was heard. Failure mode is attributed to a deformed/bent sample probe; the sample probe was slightly bent and the tip flattened causing an irregular dispense.

Event description:
The customer reported obtaining erratic iron results involving the beckman coulter au480 clinical chemistry analyzer. The customer obtained an initial iron result of 158 ug/dl and the result was reported out of the laboratory. The physician questioned the high iron result and the customer repeated the sample and recovered a result of 69 ug/dl. There was no change or affect to patient treatment in connection with this event. The customer indicated that iron qc (quality control) results were within specifications at the time of the event.